Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of (328 mg/dl) with ketones present. The customer took a bolus to stabilize bg level. The contact declined to troubleshoot with tandem technical support (cts) and stated customers bg's have gone down to low (200's mg/dl). In addition, it was reported that the customer had entered an amount intended for carbohydrates (10 carbohydrates) into the insulin units field when entering values into the pump. The customer had already delivered the bolus prior to contacting tandem technical support. The contact declined cts tp follow up and stated customers bg's will be monitor. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level. Multiple follow up attempts were made by cts the following day to ensure customers bg's were stabilized. However, no additional information was provided.